Event description:
It was reported that during lead revision for ineffective therapy (related manufacturer reference number: 1627487-2022-02642), the s1 lead was partially left implanted in the patient since it could not be removed. The lead was left in situ and inactive. An additional lead was placed at s1. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.